Event description:
The customer reported to customer service that when she pulled the adapter out of the plug, it broke at the screw sites exposing the inside of the adapter.

Manufacturer narrative:
A replacement power source was sent to the customer. Attempts to retrieve the product were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported that she pulled the adapter out of the outlet by the adapter unit and it cracked and broke at that point, and wires were exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed.